Event description:
It was reported that the customer passed away in her sleep due to her blood glucose going low overnight. Several attempts were made to request the return of the insulin pump for analysis. However, at the time of this report the insulin pump could not be located to be returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.